Event description:
It was reported that there was high impedance on a patient¿s device. The patient had a replacement surgery due to battery depletion. High impedance was only seen on the new generator as the old generator was unable to be interrogated. Troubleshooting was performed such as re-inserting the pin, ensuring no debris, keeping the screwdriver in set screw. The surgeon felt the patient was not in good enough health to replace the lead so the physician will speak with the patient and possibly replace in the future. The surgeon did not notice any fracture in the lead prior to surgery, and he would get another x-ray after the surgery. It was noted that a generator test on the new generator was not performed as a kit was not available to test the generator. Lead replacement surgery is likely but has not occurred to date. No additional or relevant information has been received to date.